Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was received for the right ventricular (rv) lead. The lead exhibited an apparent fracture, noise, oversensing, and sensing integrity counter (sic). It was further reported that the patient states they were told there is a "shortage on the insulation." The lead was capped and replaced; no patient complications have been reported as a result of this event.